Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was between 254 and 451 mg/dl. Reportedly, the customer performed a supply change and was able to successfully resume insulin therapy.